Event description:
The patient was hospitalized on (B)(6) 2026 for diabetic ketoacidosis (dka) while wearing the pod for approximately 36 to 48 hours. During this time, the patient¿s blood glucose level reached 215 mg/dl. The patient reported symptoms including feeling as though their ¿body was on fire from nerves being in pain from the inside out¿ and experiencing ¿numbness in the fingers and toes.¿ the patient was diagnosed with dka, which the healthcare provider believed was triggered by the monjaro glp-1 weight-loss medication. The pod was removed during hospitalization, and the patient was later asked to remove it again approximately three hours afterward. Before discharge, the patient applied a third pod, which subsequently fell off after striking a car door while the patient was getting in. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.